Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device achieved arteriotomy closure of the right common femoral artery after an interventional percutaneous transluminal coronary angioplasty procedure. Reportedly, upon discharge, the patient developed numbness of the right limb. The pedal pulses remained normal. The patient was readmitted and a neurologist consulted determined there was a femoral nerve injury, but could not be sure if it was related from gaining percutaneous access or arteriotomy closure. Multiple sticks were required to gain percutaneous access. The patient was kept overnight for observation and the symptoms resolved by the next morning without treatment. There were no reported adverse patient effects. Though requested, no additional information was provided.